Manufacturer narrative:
Device evaluation summary: technical services confirmed the issue of intermittent image. The unit needed a software update. Electrical noise/green stripes were displayed while testing the monitor on the cart with the test blade; the back cover (input connector) is faulty and needs replacement. Old batteries to be replaced. Customers are warned to inspect the product before and after every use to determine when the device begins to show signs of wear.

Event description:
Customer reported that during patient procedure the monitor had a flickering image. The cable was changed and the flickering was continued. No patient harm was reported.